Manufacturer narrative:
One smiths medical cadd medfusion pump was returned for analysis with a cracked battery door. During analysis, "motor rate error" was found during occlusion test. The cause of the reported issue was noted to be normal wear of the motor assembly, as pump was over 9 years old. Service replaced the old motor mount, worm coupling and worm gear, lead screw and both clutch halves as a preventive measure. Based on the evidence, the complaint was confirmed, but no fault was found as the cause of the reported problem was normal wear.

Event description:
Information was received indicating that a smiths medical cadd medfusion pump exhibited occlusion test alarm and motor rate error. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.